Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure occurred to reposition the lead, however, the helix was unable to retract. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip indicated that the inner cathode coil was deformed. Laboratory testing confirmed the helix retraction observation as the inner cathode coil was necked down to the point of inhibiting the transmission of torque to the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds.

Event description:
This supplemental report is being filed as the device evaluation was completed.